Event description:
The reporter states that he obtained the following blood glucose comparison results on the accu-chek advantage system: 304 mg/dl and 109 mg/dl; 305 mg/dl and 109 mg/dl; 269 mg/dl and 109 mg/dl. All aforementioned tests were obtained within 10 minutes. No reported action taken. No adverse event reported. New system sent to customer and return requested.